Manufacturer narrative:
Country of origin: (B)(6). This device is not commercially available in the united states but is same or similar to a device smiths medical markets in the united states.

Event description:
It was reported that during use of paediatric endotracheal tubes, the tube came loose from the holder and became extubated. The reporter stated this occurrence was observed with eight patients within a four to six week period of time. In each case, reintubation was required. Morphine and atacurium were prescribed. In some cases, in addition to reintubation, the patient required resusitation due to compromised airway. Attempts to request additional information have been made; however, no further information was made available.